Manufacturer narrative:
Event date is approximate. Medical devices: information references the main component of the system and other applicable components are: product ID 3889-33, lot# va0dt9r, implanted: (B)(6) 2013, explanted: (B)(6) 2017 product type lead.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient¿s previous implant battery depleted and ¿they changed the battery and the wires because the wires were damaged because the patient had a couple falls¿. The patient stated that the falls started happening within the last 2 years before the report, but could not clarify the year it started. The patient also noted that they thought the falls started occurring the ¿winter before or the winter before that¿. The patient stated that ¿last summer it stopped working like it used to¿, then they went in to see their doctor a month before the report and they said the battery was only working 20% and the leads were either broken or disconnected. It was noted that the patient had a new lead put in on (B)(6) 2017. No patient symptoms were reported. No further complications were reported.